Manufacturer narrative:
Since no lot number is available, a detailed investigation, tests on reference samples or batch review cannot be conducted. Therefore, this complaint will be closed, this issue will be monitored through pms product trends and malfunction. If any trends picked up, this will flag on the trips and alerts according to the omqr procedure.

Event description:
Reference number (B)(4). Event occurred in france. It was reported that the patient faced diabetic ketoacidosis event and went to the emergency room (ER) on (B)(6) 2025. The patient was in emergency room for three hours.the blood glucose level was more than 400 mg/dl at the time of event. The patient had ketones and the value was 2.5mmol/l. The patient experienced the symptoms of polydipsia at the time of the event. No further information available.